Manufacturer narrative:
Control values were ok. The investigation could not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys ft4 iii assay on a cobas e 411 immunoassay analyzer. No incorrect results were reported outside of the laboratory. The sample initially resulted with a ft4 value of < 0.039 ng/dl accompanied by a data flag. The sample was repeated, resulting with a value of 1.01 ng/dl. The repeat value was reported outside of the laboratory to a physician. The ft4 reagent lot number and expiration date were requested, but not provided.